Event description:
Na.

Manufacturer narrative:
Per the originally provided feedback, this record was opened for a defective catheter product found within a shelf carton. The sample returned was an individual insyte autoguard product (material (B)(4) and lot 2318743) which differed from the returned shelf carton for angiocath product (material (B)(4) and lot 1110980). Upon the additional feedback provided, the report that the affected insyte autoguard product was found within the angiocath shelf carton, a secondary investigation was performed for the potential issue of mixed product. A device history record review was completed for originally provided material number (B)(4)and lot number 1110980. The review did not reveal any detected abnormalities during the production or packaging processes that could have contributed to the reported defect and all quality tests were found to be within specification. Material (B)(4) and lot 2318743 are not packaged at the same facility which manufactures and packages material (B)(4) and lot 1110980. Angiocath lot 1110980 was manufactured at bd juiz de for a (brazil) in april 2021. Insyte autogaurd lot 2318743 was manufactured at bd sandy (utah, USA) in november 2022. No mixture of product could have occurred at the bd juiz de fora location. It has also been determined that no mixing could have occurred at the bd distribution center as these products do not pass through the same brazilian distribution center to allow this possibility. At this time, no manufacturing or bd related process could be determined for this reported mixed product issue.

Event description:
It was reported that the bd angiocath¿ peripheral venous catheter was found broken. The following information was provided by the initial reporter: IV catheter found broken in box; no other catheters seemed to be impacted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.